Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead pacing vector was changed and the lead remains in use. No patient complications have been reported as a result of this event.